Event description:
A pt reported three blood glucose comparisons with a results of "311 mg/dl, 296 mg/dl and 296 mg/dl" with a lifescan meter and "215 mg/dl" on a labortory device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter, test strips, and control solution were replaced.